Event description:
It was reported that the patient had an infected pocket. It was noted that the patient was "picking" at the suture site. The implantable cardiac monitor was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.